Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the colonovideoscope tested positive for an unexpected contamination four times. On (B)(6) 2023 (local time), testing detected >(B)(4) colony forming units (cfus) of enterobacter cloacae. On (B)(6) 2023, testing detected (B)(4) cfu of staphylococcus warneri, staphylococcus pasteuri, staphylococcus capitis, and staphylococcus epidermidis. On (B)(4) 2023, testing detected (B)(4) cfu of stenotrophomonas and micrococcus luteus and on (B)(4) 2023, testing detected (B)(4) cfu of pseudomonas aeruginosa, micrococcus luteus, stenotrophomonas, and staphylococcus epidermidis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Related patient identifiers: (B)(4) for other devices reported with contamination.

Event description:
Correction to b5 of the initial report: the user provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: >80cfu. Bacterial identification: enterobacter cloacae complex. Sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 50cfu. Bacterial identification: staphylococcus warneri, staphylococcus pasteuri, staphylococcus capitis, staphylococcus epidermidis. Sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 2cfu. Bacterial identification: stenotorophomonas, micrococcus luteus. Sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 12cfu. Bacterial identification: pseudomonas aeruginosa, micrococcus luteus, stenotrophomonas, staphylococcus epidermidis.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: all channels. Cfu: 1cfu. Bacterial identification: micrococcaceae. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: cover --- insulation < threshold. Light guide rod lens (3x) --- cracked. Bending section rubber glue ---separated. Scope body --- damaged. Suction cylinder ---scratched. Specified angle and orientation achieved --- 165/160/140/145. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the same bacteria were detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.